Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer was assisted in unexpected alarm troubleshooting. Customer's blood glucose level was 160mg/dl at the time of incident. Customer stated that temp basal was not programmed prior to the alarm. Customer also stated that the insulin pump was not stored or not in used for an extended period of time. Unexpected alarm was recurring during normal use. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. No moisture damage on the electronic stack was noted. Unable to confirm the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery alarm tests due to the blank display. Unable to confirm the unexpected restart error alarm due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a scratched reservoir tube window and a stained end cap sticker.